Event description:
It was reported the patient experienced numbness of their legs post scs implant procedure. As a result, surgical intervention occurred wherein the system was explanted to address the issue. Follow-up information indicated patient has regained sensation to their legs.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.